Event description:
The customer reported the plastic piece is warped inhibiting battery placement. There was no report of involvement.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.